Event description:
A technician reported a pt with an undercorrection following refractive surgery. This report is for the right eye, the left eye is being reported on manufacturer report # 3003288808-00076. Information provided by the customer indicates this pt did not receive a retreatment in the right eye. Final manifest refraction was -1.00 -0.75 x 145. Ucva improved from 20/30 to 20/25.

Manufacturer narrative:
A review of this system's service history shows the laser was verified successfully prior to the reported event and after the reported event. Logfile review from the date of this event showed this pt's treatment on the right eye was completed to 100% with two breaks because the laser pedal was released by the surgeon. All laser system functions were within specifications throughout the case. A root cause has not been identified. (B)(4).